Manufacturer narrative:
(B)(4).device evaluated by MFR: device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous right anterior tibial artery. The 2.5mm x 40mm coyote balloon catheter was advanced. Inflation was performed twice to 6atms. During the third inflation, the balloon ruptured at 6atms. The device was removed and the procedure was completed with another with same device. There were no patient complications reported and the patient's status is good.